Event description:
On (B)(6), 2010 the patient was implanted with multiple gore excluder aaa endoprostheses. On (B)(6), 2010, the patient was implanted with an additional gore excluder aaa endoprosthesis. Further investigation is in process.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional gore device related to this event: (B)(4).